Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor vision (serial: (B)(6) was chosen for implantation utilizing an unknown flexnav deliver system. On an unknown date post procedure, the patient received a permanent pacemaker.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2024, a 23mm navitor vision (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. The valve was implanted at a depth of 3mm. Patient remained hemodynamically stable throughout the procedure. On 28 november 2024, the patient developed complete heart block and a permanent pacemaker was implanted. No device malfunctions were reported.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.